Manufacturer narrative:
The reported event involved a cobas e 801 analytical unit (serial number: (B)(6)) and a cobas e 601 analytical unit (serial number: (B)(6)). The investigation determined that the elecsys hbsag ii assay performed within specifications. A review of calibration and quality control data for reagents confirmed that no product issue was identified. No quality control data or calibration was provided for the analyzers. The customer indicated that the negative results obtained on the cobas e 801 analytical unit were correct based on the clinical picture. False positive results are a known limitation of the assay, as stated in the method sheet, which specifies a specificity of 99.98%. A definitive root cause for the discrepant results could not be determined due to limited information. The investigation did not identify any product-related issues.

Event description:
The initial reporter alleged discrepant results for the hbsag between the cobas e 801 analytical unit and the cobas e 601 analytical unit. Hbsag g2 elecsys cobas e 200 v2 and hbsag g2 elecsys e2g 300 v2 assays were both in use at the customer site. Two samples were involved in the allegation. For sample (B)(6), the cobas e 801 generated two non-reactive results of 0.440 coi and 0.516 coi, while the cobas e 601 generated two reactive results of 1.46 coi and 1.69 coi. Additionally, the achbs result for this sample was reported as positive at 832 iu/l. For sample (B)(6), the cobas e 801 generated two non-reactive results of 0.426 coi and 0.471 coi, while the cobas e 601 generated two reactive results of 1.13 coi and 1.29 coi. The achbs result for this sample was reported as negative. According to the customer, the negative results obtained on the cobas e 801 analytical unit were considered correct based on the clinical picture.